Event description:
The customer reported that the system did not save the image. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the dsad board. The system operates as intended.